Event description:
It was reported that the customer was hospitalized due to high blood glucose of 704mg/dl. The customer experienced pain across the shoulders, vomiting, and frequent urination. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, and basal rates were correct. However, the bolus wizard settings were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found a low reservoir alarm. Instructed the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.